Event description:
It was reported the pt (B)(6) could not feel stimulation. A diagnostic test revealed invalid impedance measurements for all leads contacts. Surgical intervention was undertaken to explant and replace the pt's lead. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Evaluation results: as received, the lead was kinked with wires broken approximately 25cm from the stim end. There was also a cam impression on the outer tubing. Continuity testing showed that all channels were open. This is consistent with the observations made in the field. As there was no breach of the outer tubing, and invalid impedance was observed prior to the revision, the fracture is consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.